Manufacturer narrative:
H3: analysis of the returned wireless recharger (s/n: (B)(6)) revealed no visual anomalies with the returned device. Analysis did however note that the device was unresponsive and locking up/freezing. The patient's complaint was confirmed. Device led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 05-feb-2022, UDI#: b3: event date is month/year valid. H3: device was not analyzed as it was not returned to the manufacturer by the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient had a traumatic brain injury and they needed an MRI but they couldn't charge themselves enough to get into MRI mode. The patient said the recharger was not functioning. The patient stated they had not been able to get it to charge in months despite leaving it on the dock plugged into power. The patient reported that the green lights would run up and down when it was in the charging thing and as soon as they took it out of the cradle it was dead; it did not turn on at all. The patient was assisted with trying to reset the charger while on the dock plugged into power but the recharger was non-responsive when removed from the dock despite button presses. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out.